Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
---

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was alleged to have depleted prematurely as at a previously follow up normal longevity was noted, while at the most recent follow up 1.5 years remaining longevity was seen. Another follow was scheduled. No adverse patient effects were reported.

Event description:
Additional information noted that a follow up took place and the longevity had decrease. A memory download was not successful and the device will be replaced in the near future.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information noted that this device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
Additional information noted that this patient had dyspnea and there was telemetry loss when it comes to this device. Boston scientific technical services (ts) discussed the magnet rate of the device and telemetry contact was established with one year remaining showing. A request for a memory download was discussed.